Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the loop pad of an opt314 optiflow junior nasal cannula became detached during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt314 junior cannula was received at fisher & paykel healthcare and was visually inspected. Results: inspection of the cannula revealed that the loop pad (wigglepad padding) had become detached from the right side of the cannula. Additionally, glue residue could be seen on the cannula. A lot check could not be performed as no lot number was provided. Conclusion: we are unable to determine what caused the loop pad to become detached from the cannula. The optiflow junior cannula maintains good retention on the infant's face during use. It would only be possible for the loop pad to become detached while the cannula is being removed by the caregiver. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly remove the cannula and also contain the following statement: - check cannula remains secure on the face. Replace wigglepads if required. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.